Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
The customer is reporting the v60 flow sensor was replaced and the unit is now displaying diagnostic code ¿the proximal pressure is not measured and pressure-related alarms are compromised.¿ the customer reported there was no patient involvement at the time the issue was discovered. The biomed customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer reseated the da (data acquisition) circuit board to resolve the reported issue. The device passed all testing and operated within the manufacturing specifications and was returned to service.